Event description:
It was reported by the customer that during use cardiosave intra-aortic balloon pump (iabp) calibration failed - screen locked up. There was no patient harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, (g1 contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to reproduce the issue. The unit passed all functional and safety test and was returned to customer.